Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of atrial perforation, pericardial effusion and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation was due to procedural circumstances. The definitive cause for pericardial effusion could not be determined. The death appears to be related due to patient worsening health condition. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two clip delivery systems referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the pericardial effusion, perforation and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the inexperience of the operator. The transseptal crossing of the steerable guide catheter (sgc) was not done under echo as the picture was lost. It was then later observed that the sgc was inserted several centimeters into the left atrium (la). Prior to removing the dilator, thrombus was noted at the left atrial appendage (laa). The first clip delivery system (cds) was advanced and grasping was performed. Prior to deployment, a pericardial effusion was noted. At this time, it became apparent that what was thought to be thrombus was in fact a collapsed laa. Pericardiocentesis was immediately performed and deployment was continued. After pulling back the actuator knob, the clip did not release from the cds. Troubleshooting was performed and the clip was able to be deployed. A second cds was advanced and grasping was performed. As before, clip deployment was difficult requiring strong movements of the cds handle to release the clip. After deployment, the gripper line could not be removed. Troubleshooting was performed, but unsuccessful. The cds was then removed, leaving the gripper line in the sgc. The gripper line was then able to be removed. Two clips were implanted and the mr was reduced to 1. The laa perforation was surgically closed. Post procedure the patient died due to pulmonary complications. No additional information was provided.